Manufacturer narrative:
Lot information and other relevant history are unknown and if it becomes available a follow-up report will be submitted.

Event description:
(B)(4), patient experienced loss of implant to integrate.